Manufacturer narrative:
Batch record review of lot c309 was conducted. There were no non conformances reported for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and trends for red blood cell pump and system pressure alarms have been detected. CAPA #(B)(4) has already been opened to investigate cellex red blood cell pump and system pressure alarms. No trends was detected for photoactivation module leaks but harmac CAPA (B)(4) has already been opened to further investigate these incidences. Service order (B)(4) feedback: photoplate in light box broke open with saline solution. Nurses were unable to remove. Field engineer (fe) removed front door assy. And removed photo chamber. Photos were submitted for evaluation. Fe cleaned photo chamber and performed system checkout. The assessment is based on information available at the time of the investigation. Photos were submitted for investigation and the customer agreed to send in the smart card. The smart card has not yet been received and the photo investigation is still pending. Therefore, it cannot yet be determined if this specific product met specification. A supplemental report will be filed once the investigation has been completed.

Event description:
Customer called to report problems with a blood prime procedure. Customer reported multiple rbc pump alarms and then when they went into buffy coat, experienced a system pressure alarm. None of the cells went down to the treatment bay because of the system pressure alarm. The operator selected "end treatment" as there were no cells to treat. The photoactivation chamber cleared the saline and anticoagulant into the treatment bag. When the contents of the treatment bag were to reinfuse, the customer heard a "pop" from the photoactivation chamber and a leak photoactivation chamber alarm. Treatment was aborted. Patient was stable. Customer reported that the photo plate was shattered and stuck in the chamber. No blood products ever made it to photoactivation module and no clots or kinks observed in the entire system. No prime alarms occurred. Patient was attached to the instrument at the time of the incident. There was no blood leak, only saline and a/c. No blood products were returned to the patient. Service order 480 was dispatched for inspection of the instrument. Photos were submitted for investigation. Customer agreed to send smart card for investigation.